Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18feb2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit had an alarm light emitting diode (led) failure. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report received 08 may19. MFR received date 15 apr 19. The manufacturer's field service engineer (fse) performed troubleshooting and recommended replacing the power switch overlay. The fse replaced the power overlay switch and the issue was resolved submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.